Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely degradation problem led to the malfunction. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited corrosion at the objective lens. There was no patient involvement.